Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that patient had recharger replaced but is still having issues recharging. Caller stated patient noticed issues about a month and a half ago and last night they charged but it took 3 hours and this morning the ins had already depleted by 30%. Caller provided tablet recharge stats. Caller indicated ins date was showing 2011 so there was no stim usage data; caller had already updated date using patient's controller. Upon checking impedances today, caller noted that contacts 5 (7710 ohms), 9 (4180 ohms) and 14 were all orange and contacts 10 and 15 were over 40k ohms; patient had some of those contacts active in programming. Caller stated impedance issues were just found today, they were able to reprogram patient without high contacts and patient is getting good coverage. Patient runs stim around 6-7 ma, 450 pw and 50 rate and recharging interval was showing around 4-5 days. Caller stated that also about a month and a half ago, it was noticed that patient's loop recording was giving "different readings" and patient wondered if this could be related to recharging issues. Tss reviewed that loop recorder results may have artifact from ins but wouldn't suspect any other interaction related to recharging/impedance issues. Tss reviewed ins could be turned off if cardiologist needed to further investigate loop recorder readings to rule out ins signals/artifact. Tss reviewed that recharging stats show ins is taking charge appropriately and it appears last night patient may have connected with recharger and immediately disconnected so no recharge occurred at all. Tss reviewed the depletion this morning may have been since patient didn't charge at all last night and may have interpreted numbers incorrectly. Tss reviewed how impedances affect ins depletion and that patient should see longer recharge interval with new programming off high impedance contacts.hcp is dr. Richard golden at the va. See call code notes for potential loop recorder interaction; tss kept all events together as they may be related and/or began around the same time.